Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy in (B)(6) 2011. In (B)(6) 2020, the patient experienced hypergranulation with abundant secretions at the peg insertion site. In (B)(6) 2020 a culture of stoma was collected and resulted in candida and e.coli. The patient was treated with oral antibiotics, kandizol (fluconazole) and flexid (levofloxacin). One week after introduction of antibiotic therapy, it was reported that the symptoms are decreased and resolving.